Event description:
It was reported that the power load system will not release the cot and the cot was stuck in the ambulance due to a broken anchor trigger,anchor plunger, and anchor pawl assembly. No patient was affected and no adverse consequence were reported.